Event description:
On (B) (6) 2009 the lay user/patient contacted lifescan alleging he could not get a reading on the one touch ultra link meter. The medical surveillance specialist reviewed the customer care advocate (cca) documentation. The patient said the issue happened on may 28 at 9 pm. The patient mentioned he consumed less food/drink at 6 pm on (B) (6). The patient denied suffering any symptoms. The product is not new (out of box). The test strips drew the sample into the test area. The technique for sample application was correct and the issue was not resolved with a new vial of test strips. This complaint is being reported because the issue was not resolved through troubleshooting. The product did not cause or contribute to any injury because the patient denied developing any symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.